Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Full lead returned.

Event description:
It was reported that during the implant procedure, the lead was connected to the analyzer and noise was reported. The analyzer and cables connected to v lead worked properly. New ra lead worked properly. The lead was not implanted. No patient complications have been reported as a result of this event.